Event description:
The customer reported that the insulin pump alarmed motor error while still having 10 units of insulin in the reservoir. Troubleshooting was performed, and the drive support cap appears to be recessed because the customer pushed back in the cap. The customer stated that the drive support cap usually is flush when the alarm occurred. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.